Event description:
A varian field service representative (fsr) was contacted by (B)(6) hospital, who informed him that a range compensator had fallen from the range compensator plate of the proton mlc and struck a patient. The customer has reported that since the patient was in a prone position, the device struck her backside, additionally the customer reported that the patient was "fine", however the customer site has so far declined to provide additional patient details.

Manufacturer narrative:
The varian field service engineer (fse) verified that there was no interference in the safety pin socket and that the range compensator plate was working normally. The varian fse was able to reproduce the problem by partially installing the range compensator into the range compensator plate and closing the lock levers into the lock position to clear the partially inserted rc interlock. In this state, the rc will fall from the rc plate with enough external movement from the gantry and rc plate movement. The therapists were instructed to perform additional checks to verify that rc's are fully inserted. Method: though still under investigation, varian has determined that a MDR is appropriate, as this possible malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.